Event description:
It was reported by a patient implanted with vns for bi-polar depression that she started to develop seizures about 3 years ago and has had approximately 5 grand mal seizures this year. The patient stated that the frequency of her seizures appeared to be increasing and she wanted help finding a physician to check her device and help her gain control over her seizures. (B)(4) attempts to obtain additional information were unsuccessful as the patient did not make any appointments to have her device checked and her previous physician is no longer seeing her.